Event description:
The tech alleged the brake pedal would set into brake mode, but the brake casters would not hold. No pt impact.

Manufacturer narrative:
The tech installed a brake steer upgrade kit to resolve the issue.